Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # 1801218 was not found for the reported cat #. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a discardit¿ ii syringe w/o needle, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for evaluation. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (january 24th - 25th, 2018). Syringes were assembled in machine, nº4252, nº4208, and nº4204, in lot #8022706 (january 22nd ¿ 29th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8022720, #8015781, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8022724, and #8015645 and no problems, defects or qn related to the reported issue were found. Based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We were not able to determine a root cause. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that when using a discardit¿ ii syringe w/o needle, it leaked. There was no report of exposure, injury or medical intervention.